Event description:
Acct. Reports that rn rechecked neonate's intravenous catheter after 10 minutes and noted leaking from the filter. States it appeared there was a crack in the filter. States the neonate's blood count dropped as a result of the leak and the baby required a transfusion. Acct. Unsure of amount of blood loss. Baby did recover after the blood transfusion.